Manufacturer narrative:
The initial medical device report was submitted (2938836-2015-02504). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that during follow up, the device could not be interrogated. The device was explanted and replaced. The patient condition was fine.